Event description:
Baxter sweden reported a leak at the connection of the transfer set and the disposable disconnect y-set. It is not known where or if the set malfunctioned. The pt is blind and could not tell where the problem was. The treatment was discontinued. The pt reported to the unit and was given prophylactic antibiotics. There was no resulting infection according to the complaint coordinator.